Manufacturer narrative:
The sample was discarded and unavailable for evaluation. Without evidence to review, the complaint cannot be confirmed. If additional information is provided in the future, a follow-up report will be submitted.

Event description:
Noted that the bedding was damp and then noticed that the hub of the PICC catheter was leaking. PICC line cracked at the hub of the catheter. No apparent cause. Catheter was not kept, was discarded by clinical staff.